Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump's usb port was loose, and the pump's battery could not be charged. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information.